Event description:
The user facility reported that an anesthesiologist bent down to the floor and in the process of standing up hit his head on the harmony connectpoint. The anesthesiologist was sent to the ER. The user facility declined to provide additional event information. No procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived onsite and inspected the connectpoint. The technician adjusted the connectpoint to several heights in a 45 degree range; the connectpoint stayed in each position. The technician tightened the brakes on the system and found that more pressure was needed to adjust arm up and down. When properly adjusted, the arm did not move down. The system was turned back to service and no further issues have been reported. Steris is filing this report due to the absence of information regarding the reported injury.